Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received stating this was cosmetic issue, the manual and mechanical ventilation were still available. There was not a reportable malfunction. H3 other text : additional information was received stating this was cosmetic issue, the manual and mechanical ventilation were still available. There was not a reportable malfunction.